Event description:
An angio-seal device was inserted without difficulty. During deployment, the tamper tube went down very deep, only about 1/2" above the skin. Hemostasis was not achieved and manual pressure was applied for 20 minutes. Following post-deployment, a check of the distal pulses demonstrated a change from +3 pre-procedure to barely palpable post-procedure. The physician stated that he was not in the bifurcation and the puncture was free of atherosclerotic disease. The technician has indicated that the physician did not follow proper deployment technique. The pt was taken to surgery for a resection of the right femoral artery. Collagen was found in the vessel. There is no further pt info available.